Event description:
Celsion received a rtm component of the prolieve thermodilatation system that was returned from a user site in connection with a complaint. The complaint (received in 8/05) stated "initial step up - one of the glue joints broken" and indicated that this occurred during preparation for a prolieve procedure. There was no report of an injury having occurred. The rtm had not been returned and therefore was not available for review in the initial investigation of the complaint. The conclusion of the initial of this complaint was that a MDR report was not required. The returned rtm was received in 10/05 and was made available in 11/05 for inspection by regulatory, medical and engineering staff. The visual inspection of it indicated that the smaller diameter shaft had broken away from the larger diameter bulbous probe and that the shaft end edges appeared to be rough and somewhat sharp as though it had been broken off. It did not appear as though one of the joints had separated. (See figures 2 and 3 for pictures of this returned rtm. Note that these pictures show the wires are not attached to their connection points inside the bulbous probe. They were attached when the rtm was received and became detached during the eval of this rtm.) Although this "malfunction" of the rtm had occurred during preparation for a treatment and therefore had not caused any injury, because the end of the shaft had rough, somewhat sharp edges, celsion wanted to determine if such a malfunction were to recur when the rtm was in place in the pt's rectum during a treatment whether it could possibly cause a serious injury. Therefore, a medical opinion on this was sought by providing a urologist a description of the break in this rtm and the MDR definitions of "malfunction" and "serious injury". His opinion was that if the malfunction (shaft broken away from the bolbous probe) of the rtm were to occur again and this were to happen when the rtm was inside the pt's rectum, this event could have the potential to cause a serious injury to a pt. If the edges of the rtm were exposed, rough and somewhat sharp it would be possible to puncture the rectum of a pt. Although he felt that it would be possible for an injury to be caused to the rectal wall by the malfunctioned rtm, in his opinion it was unlikely.